Manufacturer narrative:
Device available for evaluation yes, returned to manufacturer on 05/29/2017. Device returned to manufacturer yes. Device evaluation: the product was received in a lens case in the original packaging. The product was disinfected and inspected using 12x magnification. No anomalies were found. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Based on the limited information provided there is no indication that the lens was explanted or if it was inserted and removed. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of a zxr00 21.0 diopter intraocular lens (iol) the patient's capsule broke. No further information was provided.